Event description:
It was reported that the nurse stated that they were trying to start cooling on a patient and kept getting low flow alarms in an arctic sun device. Confirmed they have four pads connected. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing device in manual control, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 71 percentage, system hours were 137, and pump hours were 109. Had nurse connect one pad at a time holding the blue tubing and not the clear plastic clamps, nurse confirmed all tubing was straight with no kinks. Added right chest pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -3.8psi, and circulation pump command (cpc) was 100 percentage. Added right leg pad, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -1.7psi, and circulation pump command (cpc) was 100 percentage. Added left chest and leg, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage. Suggested if there was another machine, they could try these pads on another device before changing the pads. Nurse had already switched the device and was having the same issues on the other device. Nurse would try a new set of pads and call back if it was still having issues. Nurse hung up before getting s/n.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to start cooling on a patient and kept getting low flow alarms in an arctic sun device. Confirmed they have four pads connected. Had nurse stop therapy, empty the pads, and disconnect the pads. Walked nurse through placing device in manual control, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -6psi, circulation pump command (cpc) was 71 percentage, system hours were 137, and pump hours were 109. Had nurse connect one pad at a time holding the blue tubing and not the clear plastic clamps, nurse confirmed all tubing was straight with no kinks. Added right chest pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -3.8psi, and circulation pump command (cpc) was 100 percentage. Added right leg pad, water flow rate (wfr) was 1.9 l/min, inlet pressure (ip) was -1.7psi, and circulation pump command (cpc) was 100 percentage. Added left chest and leg, water flow rate (wfr) was 1.2 l/min, inlet pressure (ip) was -0.8psi, circulation pump command (cpc) was 100 percentage. Suggested if there was another machine, they could try these pads on another device before changing the pads. Nurse had already switched the device and was having the same issues on the other device. Nurse would try a new set of pads and call back if it was still having issues. Nurse hung up before getting s/n.